Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl (22.2 mmol/l) while wearing the pod between 5 and 24 hours. The pod began leaking with insulin and blood, which was presumed to be due to a blockage caused by the patient bleeding during cannulation. When the pod was removed the infusion site was found to be ¿slightly red with a slight lump¿. The patient also reported the presence of ketones. As treatment, a new pod was applied. Medical assistance was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.